Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 17 november 2016. The fse adjusted the incubator slightly, then ran the cup transfer test 25 times, no errors occurred. Daily check passed, and qulaity control was run and passed on hcg. The system was indicating sample clot messages when running vitamin d, the engineer tried adjusting the clot detection several times without success. The engineer ordered a pressure board, sample nozzle and specimen dispense syringe and will replace on 20 november 2016. The aia-900 was working as intended. No further action required by fse. The probable cause of the event was adjustment of the incubator in the x direction.

Event description:
On (B)(6) 2016 a customer reported 4153 c trans z home overrun error with their aia-900 analyzer. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting ctni2 and bhcg patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.